Event description:
An l2-3 and l3-4 lateral fusion with interbody device implantation was performed on (B)(6) 2012. Multiple fluoroscopic images were taken and reviewed throughout the procedure. Fluoroscopy was performed after suturing of the incision at the planned conclusion of the case while the patient remained anesthetized in the operating room. At this time the presence of two objects (4-5 mm in size) were noted in the image. A decision was made to reopen the suture line and explore the area. The objects were located and retrieved. They were identified as pins from the trans 1 144 mm retractor tube. The incision was irrigated and closed. Final fluoroscopy showed no evidence of foreign body aside from the planned biomechanical device. The patient was subsequently informed of the event.